Event description:
According to user facility, the device was in use with pt. Reporter stated that the lever on the adjustable flange was not engaging to lock the flange into place. Incident occurred within first 24 hours of use. No adverse effects to pt reported.

Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.